Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mycrogramm/ml at 450 mycrogramm per day via an implantable pump for an unknown indication for use. It was reported that the pump had a low reservoir alarm and the alarm was ignored. It was reported that the patient came with withdrawal symptoms and the patient¿s spasticity had come back. The ¿pump said is empty¿ but it had still 7 ml in it. It was noted that it is still possible that a wrong programming was done. It was reported that there were no catheter problems. It was reported that programming could be the problem or an issue with the clinician programmer. It was reported that another clinician programmer (serial number (B)(4)) was used and the pump was read, emptied, refilled, and reprogrammed. It was reported that at the time of this report the issue was resolved. The pump was programmed in the neurology department. It was noted that both clinician programmers in this department will be replaced (sent back for analysis) along with training for the new healthcare doctor in the department will be offered (also reported as a learning session would be conducted for the physicians who programmed the pump). The hcp read the pump logs and found that one programming session was missing in the log files. The hcp suspected there was no issue with the clinician programmers, but to be certain they were sent for analysis. The manufacturer representative offered to assist at the next pump refill. No surgical intervention occurred and no surgical intervention was planned. The patient status at the time of this report was alive- with injury. The manufacturer representative requested a report sent with the status of the clinician programmers. If they were ok, they were to be sent back. No further complications were reported and/or anticipated. Additional information was received. It was reported that the phrase ¿mz pumpe vorzeitig leer¿ means ¿pump to early empty.¿ it was reported that the patient¿s symptoms have been resolved and there is good outcome again. It was reported that maybe a session was programmed on the n¿vision but not programmed in the last step to the pump. Additionally, it was not clear if the correct amount of baclofen was filled in the pump. No further complications were reported and/or anticipated.